Event description:
While the manufacturer clinical specialist was visiting the center to provide clinical support it was noted that the right ventricular assist device (rvad) inflow cannula of a bivad supported pt appeared to be a beveled-tip atrial cannula secured with the incorrect (black) collet and nut. After speaking with the implanting surgeon and verifying by x-ray that the beveled-tip cannula was used, the decision was made by the surgical team to exchange the black collet and collet nut with the correct (white) collet and collet nut. The exchange was made with out incident.